Event description:
67 y.o. Female presented for scheduled outpatient total knee replacement. During the total knee replacement where press fit joint components were elected by the surgeon, a cemented tibial component was implanted into the patient. Zimmer biomet cemented joint components and non-cemented (press fit) components have same size and same color packaging - minimal differentiation between packaging. Patient needed to return to operating room (or) for second procedure to replace the incorrect implant. Recommend that packaging for each set of components be differentiated well. Hecc: 4582. Dcp: 1583. Reference report: mw5175345.